Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annulus diameter was measured to be 26.1mm, the perimeter was measured to be 82.1mm, and the annulus area was 517.3 mm2. There was severe calcification noted on the native valve. The navitor valve was successfully prepared and loaded per the instructions for use (IFU). The valve was slowly deployed in the cusp overlap view, and the placement was checked again in three cusp view. The valve was released at a final implant depth of approximately 3mm. The delivery system was then removed too quickly and the navitor was pulled in the process. The valve was pulled about 14mm total. The valve was then snared into the aorta acendens and a 26mm non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.